Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on an unknown date, seventeen (17) chisel blades 10mm, fourteen (14) chisel blades 16mm, and six (6) chisel blades 25mm were found in the medical device reprocessing department (mdrd) and tagged as broken. There was no patient or procedure involvement. This complaint was created to capture 10 out of 37 devices. Please see the linked complaint (B)(4) for the other nine (9) devices, (B)(4) for additional ten (10) devices and (B)(4) for another eight (8) devices. This is report 4 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 399.550, lot: t154169. Manufacturing location: tuttlingen, release to warehouse date: jul 24, 2017. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. The raw material certificate was reviewed and the used raw material was according to the specification of the device. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The device was returned to us customer quality. Upon visual inspection under 5x magnification, the wedge of the chisel was chipped in multiple locations. The corners of the cutting edge were also slightly rounded/chipped. Minor scratches were noted on non-cutting surfaces of the device, which are consistent with use and handling. Also, some rust spots were noted to be present on the device. No other damage was noted on the device. The received condition does not agree with the reported complaint description of a broken device. Nicks/chips to the cutting edge were noted. The reported complaint description of a broken device was not confirmed with investigation, but the overall complaint was confirmed as the device was noted to have chipped edges. The visual inspection revealed that the device shows end of life indicators (blunting of cutting edges due to multiple use and chipped feature or component) which have resulted in the observed condition. Per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the chisel blades were found in medical device reprocessing department (mdrd) and tagged as broken. There were no patient and procedure involvement. This complaint involves ten (10) devices. This report is 4 of 10 for (B)(4).